Manufacturer narrative:
Reported event of separation failure was not confirmed. Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp would not release from the delivery catheter and when the lp was recovered the helix had stretched. The device was removed and replaced. There were no patient consequences.